Manufacturer narrative:
The retrospective analysis has not indicated any technical failures of the system. Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk has been recognized.

Event description:
After treatment for tremor dominant parkinson disease (tdpd) the patient had symptoms of hypotonus (weakness), gait disturbance, dysarthria and numbness on lip/tongue. Three weeks after treatment, the dysarthria and numbness on lip/tongue were improved, but gait disturbance still remains. The patient was hospitalized for rehabilitation only.